Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "defective and need to be replaced". Patient later reported "have recurring pain". Healthcare professional later reported "implant rupture" this record is for the right side. Device was explanted and replaced with another manufacturer¿s device. Device will be returned.